Event description:
Caller reported that pump button was not working. There was no adverse impact to the customer¿s blood glucose level. Cts replaced the pump, arranged for a delayed shipment date as requested by the caller, and provided instructions for returning the malfunctioning pump. The caller agreed to use a backup insulin pump in the interim and acknowledged all instructions provided by cts.